Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices) on (B)(6) 2022. It was stated that access was made via the common femoral artery (cfa) through echography. Recanalisation was performed with a rosen guidewire and an angiography to check the crural vessel outflow with no odd findings. The first vsx-device was implanted with a distal landing zone at the area of the fibula head and the second vsx-device with overlap of at least 3 cm in the aneurysm sac with a proximal landing zone just above the hunter canal. Ballooning was conducted with 8 mm and 9 mm pta balloon inside the viabahn. Contrast agent seemed to be running behind the vsx-device and an angiography was done as dissection was suspected. However, this was not confirmed. The outflow has not changed and there was slow pulsating flow through the vsx-devices which was also existing prior to endoprostheses placement. A percutaneous transluminal angioplasty (pta) of the proximal part above the vsx-devices resulted in no change and the physician decided to take any further actions and to follow up with duplex ultrasound. Reportedly, after the second in clinic control on (B)(6) 2022 the vsx-devices were found occluded. Apparently, the patient cleaned a cage with bended knee/sitting on knees.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. .name: cbas® heparin surface manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 25022887. (B)(4). A product history review will be performed. Images were provided and an imaging evaluation performed. Imaging evaluation: summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: pre-implantation cta dated (B)(6) 2022 . Possible irregular flow lumen near the distal aneurysm sac in the left popliteal artery. Images provided do not allow for evaluation in relation to the reported complaint. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As two devices were implanted another report was sent with manufacturer report number 2017233-2022-03233 (mpdcase-00010081-1). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Images were requested and received and an imaging evaluation performed. Imaging evaluation: summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time-point available for evaluation: pre-implantation cta dated (B)(6) 2022. ¿ possible irregular flow lumen near the distal aneurysm sac in the left popliteal artery. ¿ images provided do not allow for evaluation in relation to the reported complaint. Evaluation of the images provided, representing a time prior to device implant, were unable to confirm a device failure mode. It was stated that apparently, the patient cleaned a cage with bended knee/sitting on knees. Clinical conditions such as excessive bending, tortuosity, and/or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis. The first thing to solve the occlusion the physician did was distal a thrombolysis with a patch plastique. The team will decide if they will do a fem-pop bypass with either the patients own veins or graft. As the patient is pulmonary very sick, the only option, they think they have, to extend the existing stent. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel. Complications may be expected. These complications include, but are not limited to: vessel thrombosis, occlusion, pseudoaneurysm, and trauma to the vessel wall (including rupture or dissection). Device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: thrombosis or occlusion, device failure. W. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore® viabahn® endoprosthesis with propaten bioactive surface in applications where the endoprosthesis may experience repeated and extreme flexion, such as across the popliteal fossa and the anticubital fossa. Clinical conditions such as excessive bending, tortuosity, and / or repeated and extreme flexion may result in compromised performance or failure of the endoprosthesis.

Manufacturer narrative:
Product history review: a review of the manufacturing- and sterilization records indicated the device met pre-release specifications. H6 evaluation codes investigation findings 213 refers to the product history review. Based on the provided information and the performed investigations, the cause of the reported event could not be established.